Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('acute and chronic salpingitis') in an adult female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included human papilloma virus infection. Concurrent conditions included dysuria, parametritis, pelvic pain, dermatophytosis, pelvic cellulitis, nausea, morbid obesity, dyspareunia, bloating, spastic colon, sexually transmitted disease, constipation, swelling of hands, general body pain, hepatosplenomegaly and tobacco abuse. On (B)(6) 2015, the patient had essure inserted. In october 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy/essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, allergy to metals, dysmenorrhoea and fatigue outcome was unknown and the dyspareunia, pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils: right - 3, left ¿ 0. Current weight 409 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 149.5 kgs. Pathology test - on an unknown date: fallopian tube and left essure, salpingectomy: acute and chronic salpingitis. Foreign body consisting of coiled metallic wire. B. Fallopian tube and right essure, salpingectomy: fallopian tube tissue without diagnostic abnormality. Foreign body consisting of coiled metallic wire. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received : events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pelvic pain, abdominal pain, she did not underwent essure confirmation test", reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('acute and chronic salpingitis') in an adult female patient who had essure (batch no. B30426) inserted for female sterilisation. The patient's medical history included human papilloma virus infection. Concurrent conditions included dysuria, parametritis, pelvic pain, dermatophytosis, pelvic cellulitis, nausea, morbid obesity, dyspareunia, bloating, spastic colon, sexually transmitted disease, constipation, swelling of hands, general body pain, hepatosplenomegaly and tobacco abuse. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy/essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. The reporter commented: trailing coils: right - 3, left ¿ 0. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: fallopian tube and left essure, salpingectomy: acute and chronic salpingitis. Foreign body consisting of coiled metallic wire. B. Fallopian tube and right essure, salpingectomy: fallopian tube tissue without diagnostic abnormality. Foreign body consisting of coiled metallic wire. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('acute and chronic salpingitis') in a female patient who had essure (batch no. B30426) inserted for female sterilisation. The patient's medical history included (B)(6) infection. Concurrent conditions included dysuria, parametritis, pelvic pain, dermatophytosis, pelvic cellulitis, nausea, morbid obesity, dyspareunia, bloating, spastic colon, sexually transmitted disease, constipation, swelling of hands, general body pain, hepatosplenomegaly and tobacco abuse. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy/essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. The reporter commented: trailing coils: right - 3; left ¿ 0. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: fallopian tube and left essure, salpingectomy: acute and chronic salpingitis. Foreign body consisting of coiled metallic wire. Fallopian tube and right essure, salpingectomy: fallopian tube tissue without diagnostic abnormality. Foreign body consisting of coiled metallic wire. Most recent follow-up information incorporated above includes: on 22-may-2019: mr received. Reporter's information updated. Lot no. Were added. Event:injury to herself were updated to acute and chronic salpingitis. Were added. Medical history, lab data were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.